Event description:
Event description guidant received information that this chronic implantable lead exhibited elevated pacing thresholds of >8v on the positive channel of the this bipolar lead while exhibiting normal sensing. The negative pole exhibited normal sensing and pacing thresholds. These observations were made during the implant procedure. Technical services (ts) discussed implanting a new lead, as the positive pole of this lead has malfunctioned. No symptoms have been reported.